Event description:
It was reported that the patient was experiencing high heart rate symptoms due to an atrial tachycardia and tracking at the upper tracking rate in the current programmed pacing mode. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2013; 4196 implantable pacing lead (B)(6) 2013. (B)(4).